Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No numbers ramping up noted. The insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the buttons on the insulin pump aren't responding and the numbers kept scrolling. Customer's blood glucose was 8.2 mmol/l. Customer wanted to continue use of the device and was advised it wasn't recommended. Customer was advised the device needed to be replaced. Customer agreed to send the device for analysis.